Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an alarm 20 occurred during insulin delivery. The customer's blood glucose level range from 216-217 mg/dl. Customer continued using the pump for insulin therapy, but also has an alternate method of insulin therapy if needed.